Manufacturer narrative:
(B)(6) initial/final emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Patient discharged from the clinic with the pleurx lockable drainage line. The bed was wet at night because the tube had come off the access tip. The patient has fixed the tube with a plaster. Did the access tip remain in the patient valve after the disconnection occurred? > yes. If yes, how was it removed? > unknown. Where is the catheter located? Chest? Abdomen? > chest. What form was suction was used? Wall suction? Bottle? > unknown.

Event description:
Patient discharged from the clinic with the pleurx lockable drainage line. The bed was wet at night because the tube had come off the access tip. The patient has fixed the tube with a plaster. Did the access tip remain in the patient valve after the disconnection occurred? Yes. If yes, how was it removed? Unknown. Where is the catheter located? Chest? Abdomen? Chest. What form was suction was used? Wall suction? Bottle? Unknown. 20oct2020: received response from distributor. Failure was related to the lockable drainage line, item 50-7245, that was a part of kit, item# 50-7050 lot 0001348936 . Product grid updated to reflect.

Manufacturer narrative:
(B)(4) follow up emdr for correction on reported device. A follow up emdr will be submitted if additional information becomes available. 20oct2020: received response from distributor. Failure was related to the lockable drainage line, item 50-7245, that was a part of kit, item# 50-7050 lot 0001348936 . Product grid updated to reflect. A follow up MDR wi.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation. No photos or physical samples that display the reported condition were available for investigation. A review of the internal manufacturing device records and raw material history files for lot 0001348936 was performed and no recorded quality problems or rejections were found. Based on the available information, the investigation was unable to confirm the failure mode therefore we cannot identify a probable root cause at this time. As the failure mode was unable to be confirmed nor a root cause able to be determined a corrective and/or preventive action could not be identified for this complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences. H3 other text : see manufacturer narrative.

Event description:
Patient discharged from the clinic with the pleurx lockable drainage line. The bed was wet at night because the tube had come off the access tip. The patient has fixed the tube with a plaster. Did the access tip remain in the patient valve after the disconnection occurred? Yes. If yes, how was it removed? Unknown. Where is the catheter located? Chest? Abdomen? Chest. What form was suction was used? Wall suction? Bottle? > unknown. 20oct2020: received response from distributor. Failure was related to the lockable drainage line, item 50-7245, that was a part of kit, item# 50-7050 lot 0001348936 . Product grid updated to reflect.